Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10 unique device identification (UDI): (B)(4).the certas valve was returned for evaluation. A review of the device history records concerning the reported product code 828806 was not possible as the lot number was unknown. Failure analysis the valve was visually inspected; only needle holes in the needle chamber were noted.the valve was hydrated. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve pass the test for programming, leaked, occlusion, siphon guard and reflux. The catheters were irrigated; no occlusions were noted no root cause could be determined as the technician could not confirm the problem reported by the customer at the time of investigation. The possible root cause for valve not draining could be due to biological debris and protein build up that may cause an occlusion, but at the time of investigation, no occlusion was noted.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the patient develop an infection: the certas valve was implanted to the patient via v-p shunt on (B)(6) 2020 with unknown setting. However, after 1 week, the csf flow to the peritoneal side could not be confirmed by contrast although the setting could be changed. The final setting was 2. The protein concentration was 50-100, not high. Therefore, it was replaced to a new one.